Event description:
It was reported that the customer is missing an o ring and the reservoir compartment is chipped. Customer's blood glucose level at the time is unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o-ring inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and broken battery tube threads.